Manufacturer narrative:
The investigation for the reported issue has been completed. The field log was reviewed and found air in purge and the purge system was open. Additionally, the purge line click-on was not detected and this triggered alarms during priming. The returned device was visually inspected, and no abnormalities were observed. The returned purge cassette was primed without issue, connected to the returned pump, and the purge exited the purge gap without issue. Purge metrics were within specification. The cause of the priming issue was most likely use related since the issue was unable to be reproduced on the returned product and the logs indicated that the purge disc was not connected. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported a purge pressure error when setting up pump, also the pump failed to prime. The physician decided to explant the device and replace with another impella cp. No additional information was provided